Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the rv and svc setscrews were stripped and the hex inset contained septum material. There was also a film of medical adhesive on the header/septa. The film origin is unknown but is believed to be applied at or during the implant period. The medical adhesive and septum material may have impeded full insertion of the torque wrench within the hex inset causing the damaged hex. After the rv and svc setscrews were backed off, a test lead could be inserted into the rv and svc bores, and a new setscrew could be tightened to the proper torque in the rv and svc bores onto the test lead. No issue with the remaining setscrew was noted during analysis.

Event description:
It was reported that during a lv lead revision, the rv lead was disconnected from the header temporarily. Upon re-connecting to the header, there was resistance, but eventually the lead was fully inserted into the header. The physician felt it was difficult to get the wrench into the head of the set screw, and thought the screw did not tighten properly. Hv impedance was greater than 200 ohms when measuring with the can. When trying to unscrew the set screw the physician felt this was difficult to get the wrench into the set screw. The physician removed the silicone cover and the set screw could be loosened.